Event description:
Customer reported that her insulin pump was stuck in prime/rewind process. The blood glucose reading was 168 mg/dl. No significant events leading to the malfunction were observed. The customer stated that she unable to exit the "preparing to prime" loop. Customer stated she did not receive 2nd series of beeps nor did numbers appear on the pump screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.